Manufacturer narrative:
Unique identifier (UDI) number added to section d. Device evaluation: the exhalation valve module (evm) assembly was returned for failure investigation. The part was installed into the failure investigation test ventilator for analysis. The ventilator failed exhalation valve calibration. The ev housing door was removed and a visual inspection revealed the flex circuit assembly was wrapped around the poppet. This prevented the poppet from functioning correctly. The cause of this is as a result of the poppet being physically rotated by the user or other personnel, resulting in the flex circuit wrapping around the poppet shaft. The flex circuit was untangled from the poppet and the unit was again installed into a failure investigation test ventilator for analysis. The ventilator was passed all testing and was placed into normal ventilation mode for a minimum of 24 hours. There were no failures during this run period. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The field service engineer (fse) inspected the device and found the unit failed the exhalation valve (ev) pressure test on a short self test (sst). The fse replaced the exhalation valve assembly. The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator alarmed with a circuit disconnect, had a leak and stopped ventilating. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.